Event description:
It was reported that the patient passed away on (B)(6) 2020. The cause of death was not provided; however, the patient's outcome was reportedly not considered to be device or therapy related.

Manufacturer narrative:
A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the patient's outcome could not be conclusively determined through this evaluation. An autopsy was not performed and heartmate 3 lvas, serial number (B)(4), was not explanted for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) (rev. C) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The manufacturer is closing the file on this event.